Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that during infusion set changes his insulin pump was alarming no deliver followed by motor errors. The alarms occurred in july, but customer cannot remember specific days. His most recent blood glucose was 123 mg/dl. Customer was advised to manually push insulin through the tubing with a plunger for every infusion set change. Customer declined replacing the insulin pump for the motor error. Nothing further reported.